Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from spain stating that the device was overheating. This event did not occur during surgery. However, it is unknown if there was user or patient injury or medical intervention. No additional information available.